Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has ketones. The insulin pump alarms no delivery. The blood glucose reading is 283 mg/dl. Customer treated with manual injection. Caller stated that the drive support cap is loose. Nothing further reported.